Event description:
It was reported to the manufacturer by facility, per facility resident was found without vital signs. Head and neck lodged between siderail and mattress. Medical examiner evaluated pt and established death was not related to event. Bed and f1401 rails were identified as sunrise products per facility, mattress unknown manufacturer at this time. Numerous attempts by manufacturer for clarification and further information as to the medwatch form received, however there has been no response from facility.